Manufacturer narrative:
All product features corresponded with the valid specifications of the waldemar link (B)(4) at the time period, when the product was delivered to the customer. The bmi of the patient was 31.7 and "idicates" obesity in first stage. Obesity is with regards to our instruction for use a "reletive" contraindication. An insufficient "constition" of soft tissue may have contributed to an overload of implant components. According to the quality documentation review and the investigation results a product failure is not assumed. The report is delayed due to inconsistencies with regard to foreign event reporting to FDA. After re-evaluation of the complaint we determined that it is reportable. We have addressed the inconsistency in reporting foreign events to FDA through CAPA-(B)(4).

Event description:
On (B)(6) 2011: implantation. On (B)(6) 2012: change of damaged bushing and insert. On (B)(6) 2013: release of hematoma - therewith noticed that femoral components loosened. On (B)(6) 2013: change of femoral components with damaged bushing and insert. On (B)(6) 2015: change of damaged bushing and insert.